Manufacturer narrative:
Additional information received by the ge field engineer revealed the device did not lose the ability to switch from bag to vent as initially reported. The device reportedly leaked due to a problem with the seals within the breathing circuit. The seals were replaced by the customer which resolved the leak. The leak would be noted during preop check of the unit as stated in the user manual. The leak may be compensated for with fresh gas flow.

Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture unavailable at time of MDR filing. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the bag/vent switch has intermittent function. There was no report of patient involvement.